Event description:
Hcp reported the pt was experiencing withdrawal symptoms, including shaking, sweating, vomiting, diarrhea, and intense pain. The pt was sent to the emergency room for pain control and treatment of withdrawal. Pt was scheduled for surgery to explant the pump. The device was explanted and returned to the manufacturer for analysis. The hcp contacted and reported that the pt is much better now. The physician had some difficulty and hit a nerve during surgery. The pt is experiencing some swelling and burning in leg, but is resolving.